Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that this patient's device had depleted to 15% battery. Remote device analysis was performed and premature battery depletion is suspected. This device was subsequently explanted. No additional adverse events were reported.

Event description:
It was reported that this patient's device had depleted to 15% battery. Remote device analysis was performed and premature battery depletion is suspected. This device was subsequently explanted. No additional adverse events were reported.